Event description:
It was reported that they were using arctic sun device s/n (B)(6), but the patient's temperature was not displayed on the monitor. They changed to another device, and the temperature reads on the new device. Explained that if the same probe reads on the new device, the temp-in cable on s/n (B)(6) needs to be replaced. Confirmed it was connected in temp port 1. Called nurse back. Stated that they were in the middle of something and would call back. Nurse called back at 4:20pm. Stated last night s/n (B)(6) gave alarm 45 (ac power lost). They called the helpline and were told it may need a new probe or temp in cable. Discussed alarm 45. Had nurse power device on and go to the event log. Alarm 16 (pt temp 1 probe out of range). Explained they changed to another device, using the same probe, and were able to deliver therapy. This indicates the temp-in cable needs to be replaced, assuming it was connected to temp port 1. Nurse confirms it was in temp port 1. Per follow up information received via phone on 14apr2026, spoke with charge nurse who confirmed they exchanged the cable. They double checked it worked on both devices. The original cable was disposed of. They believe the device shut off because of the disruption in reading temperature, but they cannot confirm for sure. The patient completed therapy and the device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.